Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, vitros troponinies (tropies) result was obtained from a single patient sample when tested using vitros tropies reagent lot: 5880 on a vitros eci q immunodiagnostic system. Patient sample 1 result of 0.063 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropies result was reported from the laboratory. An EKG was ordered and the patient was administered aspirin and nitro paste ointment. A corrected report was later issued for the affected sample. A medical consult for the treatment was obtained from an ortho medical safety officer on 03 mar 2025 and was as follows: a patient with original troponin I result of 0.063 ng/ml was prescribed aspirin (325 mg) and nitropaste 2% ointment. However, the 2-hour troponin result was < 0.012 ng/ml and a repeat of the original sample was < 0.012 ng/ml. The patient also had an EKG test. The test results were above the vitros troponin 99th percentile upper reference interval (0.034 ng/ml) but did not meet the acute myocardial infarction (ami) diagnostic cutoff (0.120 ng/ml). An EKG test is part of the standard of care investigation in patients presenting with symptoms of acute coronary syndrome, such as chest pain, irrespective of the result of the troponin result. Therefore, an EKG test in this patient cannot be said to be directly because of the falsely elevated troponin result. A 12-lead ECG is a non-invasive and well-tolerated diagnostic test with no known side effects. In rare cases, patients might exhibit allergies to the adhesive or gel used during the ECG test, leading to allergic reactions or rashes. Aspirin (325 mg) is an antiplatelet therapy used in the management of patients with complaints suggestive of acute coronary syndrome (myocardial infarction and angina). It could also be used as prophylaxis at the same strength. Common side effects associated with aspirin include increased bleeding tendency and dyspepsia. However, the risk of bleeding following a single dose at 325 mg is remote. Nitropaste 2% ointment is a nitroglycerin ointment, a vasodilator used to treat patients with chest pain. It is also used as a prophylaxis for angina in high-risk patients. Nitroglycerin is considered safe, but it could result in an allergic reaction at the site of application, dizziness secondary to hypotension and bradycardia, flushing, and headache. However, no adverse reactions or patient complaints have been reported. These medications can also be used in patients with suspected acs pending the result of laboratory tests in cases of high suspicion due to their safety profile. The risk of serious patient harm in this case is remote. There is no anticipated serious deterioration in the patient's condition due to the erroneous initial troponin result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros troponinies (tropies) result was obtained from a single patient sample when tested using vitros tropies reagent lot: 5880 on a vitros eci q immunodiagnostic system. A definitive assignable cause could not be determined. A review of qc fluid performance indicates acceptable performance and a vitros tropies lot: 5880 issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropies reagent lot: 5880 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Acceptable within run diagnostic precision testing indicates the vitros instrument was performing as expected and was not likely a contributing factor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the device manufacturer's instructions for sample processing. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropies, lot: 5880.